Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was revised due to calcar fracture so stem and head were removed and revised with rmod stem and new biolox head. Component taken out of the patient: sz 10 acc 2 and biolox 36+2.5 head. No other info available per hospital policy.